Event description:
A journal article was reviewed which contained information regarding this lead and coronary sinus guiding sheath. During the procedure to implant a cardiac resynchronisation therapy (crt) system, while tearing the introducer sheath, the patient took a deep breath, and with a "snoring noise," air was "sucked" into the venous system. A fluoroscopy was performed immediately and a large air bubble was seen "riding on the pulmonary valve." The air bubble gradually disappeared during the next 15 minutes. The patient was observed for 24 hours without any issues. The patient was discharged two days later without any permanent damage. The lead appears to remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: extensive asymptomatic pulmonary air embolism during crt-implantation. Acta cardiol. 2012; 67(5):593-594. Concomitant product: coronary sinus guiding sheath. (B)(4).